Manufacturer narrative:
This is one of two device reports associated with this event. MFR#1225714-2015-07750, 1225714-2015-07751. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and subsequently expired, which was alleged to have been caused by the patient's exposure to the product administered for dialysis treatment.